Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was high. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during basal delivery and bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted with replacing the plunger and manually pushing the plunger and the alarm did not recur. Customer was advised to return the infusion set and reservoir. Customer was advised a replacement infusion set and reservoir would be sent out.